Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. It was reported the versapoint tweezers presented again a break, this was the second open that presented the same defect. It was noted that this is the second open is the first file opened (B)(4)? It was reported that the versapoint tweezers presented again a break. Did the tip of the electrode break? When did this occur was the electrode inside the patient's cavity? If the tip of the device broke off inside the patient's cavity was the piece that broke off retrieved? Any patient consequences? How was the procedure completed? Confirm that the device was disposed of and is not available for return/or analysis? Are there any photos?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the electrosurgical device was used. It was also reported that the device tweezers presented a break. Additional information has been requested.